Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/22/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: according to the information received, it was reported by a sales rep that, during an unknown surgery, when passing the needle through the tissue, the fixation tab came off the suture. One opened sample of product sxpp1a301 was returned to ethicon inc for evaluation. Visual inspection and material evaluation were conducted on the returned device. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips and have both side of the fixation tab broken. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please provide lot number? Qmmceu. The following information was requested, but unavailable: procedure name? No further information is available. (B)(4).

Event description:
It was that a patient underwent an unknown surgery on (B)(6) 2021 and barbed suture was used. During the procedure, when passing the needle through the tissue, the fixation tab came off the barbed suture. No adverse patient consequences were reported. Additional information was requested.